Manufacturer narrative:
The reported condition was deemed not reportable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one link of an unknown access set would not stay connected to the end of the non-baxter catheter. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.